Event description:
The problem was described as: "the fortress introducer sheath is not sealed at the lower end. The sheath is not sealed at the bottom. This means that when the sheath is handed over and the outer non-sterile packaging is opened to open the sterile packaging, the sheath falls out by itself... The bottom seal is missing. Nothing has happened now... The sheaths just couldn't be used because they were no longer sterilely packaged and some of them had fallen to the floor."

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for an evaluation. Information provided by the customer and the DHR review will be done as part of the root cause investigation.

Manufacturer narrative:
Initial report submitted on 24 september 2024 per MFR report #: 3003637635-2024-00018. The complaint device was returned to the manufacturer. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. Visual inspection of the returned product showed no sign of a seal having been present which suggests that the sealing process of the inner pouch was missed by the operator performing the operations. Root cause therefore attributed to human error - omission.

Event description:
The problem was described as: "the fortress introducer sheath is not sealed at the lower end. The sheath is not sealed at the bottom. This means that when the sheath is handed over and the outer non-sterile packaging is opened to open the sterile packaging, the sheath falls out by itself... The bottom seal is missing. Nothing has happened now... The sheaths just couldn't be used because they were no longer sterilely packaged and some of them had fallen to the floor." On 08.10.2024, distributor updated the complained device amount as below; "due to the information received by the country representative, there were 5 units which were not sealed." 1 unit was returned for evaluation. 4 additional units identified by the end user were not returned and discarded.